Event description:
The customer reported false high acetaminophen (actm) and salicylate (saly) results were generated on a unicel dxc 600 synchron system for one patient. The customer reported retesting the sample on an alternate instrument in the laboratory and obtaining much lower results. There were no erroneous results reported out of the laboratory. While troubleshooting the instrument with beckman coulter (bec) hotline support, the customer found liquid under the cartridge chemistry sample probe, indicating a leak. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the wash collar valve to resolve the leak.